Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: one (1) device has been captured under lot kcmu. One (1) device has been captured under lot jtyt. Both devices have been returned and are pending evaluation. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes two malfunction events where yukon oct polyaxial screws fractured intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
This report summarizes two malfunction events where yukon oct polyaxial screws fractured intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Upon review of lot kcmu, it was determined that a fracture did not occur as reported. The device was inspected, and it was observed that the screw housing had disassembled from the screw shank. It was also observed that the screw hexalobe feature was significantly deformed. Upon review of lot jtyt, it was observed that screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face indicated that the failure likely occurred in torsion. Excessive torsional forces during insertion may have overloaded the structural integrity of the screw, resulting in a failure of this nature. Inserting the screw in harder than normal bone may have also contributed to the failure.